Event description:
It was further reported that the right ventricular (rv) lead had oversensing noise/myopotential. The pace/sense portion of the rv lead was replaced and the high voltage portion remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that interrogation showed that the right ventricular (rv) lead integrity alert was triggered in (B)(6) 2013 due to a rv lead impedance and short v-v interval counter. It was also noted that the rv pace/sense impedance variance began in may and continued through mid-july and that the r-waves showed great variability at that time as well. The impedance issues or noise were unable to be duplicated with both isometrics and device manipulation testing. All measurements were currently within normal parameter and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52 implantable pacing lead, implanted: (B)(6) 2003. (B)(4).